Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. Unit received with intermittent esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 600 mg/dl, 700 mg/dl, 200 mg/dl and 140 mg/dl. The customer was hospitalized on (B)(6) 2017 with blood glucose level 550 mg/dl. The customer was not wearing insulin pump at the time of hospitalization and the customer was off the insulin pump for more than 48 hours. The customer was alleging insulin pump was under delivering as the customer had high blood glucose level. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that the drive support cap was normal. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.